Manufacturer narrative:
Device received with no button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test or verify charge or battery lasts less than expected anomaly due to buttons not responding. Device received with cracked battery tube threads. Cracked lcd window, cracked reservoir tube lip and cracked case display window corner.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's buttons had to be pressed firmly. The customers blood glucose level was unknown. The customer also reported that the insulin pump had no delivery alarm and cracks on the screen and the reservoir area. It was reported that the battery life last for less than 7 days. The device will not be returned for the analysis.